Event description:
The customer reported that during a transurethral resection procedure, the forcetriad generator applied energy to the (B)(4) brand resectoscope and loop without footpedal activation during the introduction of the instrument. No one noticed any activation warning sound from the generator. The main surgeon tried to activate the tur and there was no energy delivered. While retrieving the instrument, it was noticed the loop and resector were damaged, even at the cable connection to the resector coming from the generator. During the revision, a burn in the external part of the penis and throughout the urethra was observed. The handpiece was replaced with another one to complete the procedure. The initial damage was a small burn/hole in the urethra. Due to heat dispersion and necrosis caused by the incident, the lesion now affects a whole section of the urethra and has spread all the way out to the outer epidermis of the penis of 2-3 cm in diameter. It is still not clear how much damage has affected the corpus cavernosum of the penis and nervous system will not be clear until a first surgery is done. The normal outcome will be a 3-5 cm perforation of the organ. The future outcome for the patient is 3 to 4 reconstructive and plastic surgeries of the penis to get some function back.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit and footswitch function normally and within specification.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.